Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged: (B)(6)2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2013 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was trimmed from the fascia and omentum was reduced internally. Adhesions were freed up. A medium ventralex mesh was placed intra abdominally and stapled to the posterior abdominal wall with tackers.¿ (B)(6)2017 - patient was diagnosed with recurrent ventral incisional hernia, infected mesh, adhesions thereby underwent open repair with the lysis of adhesions and removal of mesh. Per operative notes, ¿the infected mesh was gradually dissected free and removed completely. Ventral incisional hernia was proximal to infected mesh was dissected free to the fascia bridge. Omentum adhesions taken down. Gram stain was negative, thus elected not to replace the mesh. The fascia was closed with interrupted suture.¿ attorney alleged that the patient had adhesions, bowel obstruction, infection, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 9 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and abdominal pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date) h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.